Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B06101) inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of bilateral essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the number of expanded coils at the left that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity on right was 1. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received. Previously reported event "medical device removal" updated to ¿pelvic pain¿. Lot number,rcc ,reporter information and patient demographics was added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B06101) inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of bilateral essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the number of expanded coils at the left that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity on right was 1. Lot number: b06101 manufacturing date:2013-03 expiration date:2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.